Event description:
The reporter stated, the surgeon inserted an aq2003v silicone three piece lens and it was noted that the haptic was torn. The incision was enlarged to remove the lens and sutures were required to close the incision.

Manufacturer narrative:
.